Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Hcp said the patient programmer (pp) won't connect to the ins with or without the antenna; poor communication was reported. Caller said the implant might've been turned off which is why the patient is using a foley catheter now. They didn't have information as to when therapy was turned of and when they started having symptoms. As a result of what was reported, the call center encouraged the hcp to have the patient call in when they are ready for a pp replacement. No further patient complications have been reported as a result of this event.